Manufacturer narrative:
.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The target was an ostial lesion in the protected left main (lm) coronary artery. The target lesion was described as being 75% stenosed, "short", and mildly calcified. The target lesion was accessed using the transradial approach and a non-bsc guide catheter. Another manufacturer's guidewire was then advanced to the target lesion. The physician advanced the 4.0 x 12mm taxus express2 drug eluting stent (des) to the target lesion and deployed the stent. "During releasing, the stent and balloon escaped from the lm." When the balloon was removed from the patient, the physician found that there was no stent in the lm lesion, and no stent attached to the balloon. The procedure was completed by implanting a 4.0 x 15mm non-bsc des. The patient complained of pain in the upper right arm as the guiding catheter was being removed. The stent was not received and the location of the stent is unknown. There have been no additional patient complications reported with the patient's current condition listed as "ok".